Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a dehiscence of the suture of the device pocket. The device was explanted and replaced. The patient was stable before and after the event.